Event description:
It was reported that the patient had her device replaced due to discomfort at the pocket site. The patient's outcome was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-30, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type recharger. Product ID 37743, lot# serial# (B)(4), implanted: (B)(6) 2008,explanted: product type programmer, patient product ID 3708140, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type extension. Product ID 3708140, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type extension. (B)(4).